Event description:
It was reported that the patient experienced ¿dangerously¿ low blood glucose levels on 2 consecutive days despite eating appropriate amounts of carbs. During the most recent incident, the patient bolused (64 to 66 u) after eating dinner (pasta and high carb vegetables). Shortly after, the system alarmed low blood glucose levels. A finger stick measurement confirmed that the patient¿s blood glucose level was 54 mg/dl while wearing the pod between 4 and 24 hours. The caregiver reported that the system had delivered 2 additional boluses that the patient had not initiated. Additional blood glucose readings reported are as follows: 64 mg/dl (sensor reading at time of first alarm), 57 mg/dl and dropping (subsequent alarm during call), and 69 mg/dl (initial alarm). No treatment was reported. Product support advised the patient to consume sweets, juice, cookies, and ice cream to their raise blood glucose level. They also advised the patient to consult with their healthcare provider regarding system settings.

Manufacturer narrative:
In the case description, the user mentioned receiving a double dose of bolus insulin uncommanded. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found the log files were uploaded on 22jun2026 and three boluses were confirmed and delivered on 22jun2026, a 6.7 u bolus delivered at 13:37, an 8.25 u bolus delivered at 20:19, and a 10 u bolus delivered at 21:15. Review of the engineering log files found that the first two boluses were based on a carb and glucose entry, and the logs show that the bolus button was pressed to open the bolus calculator, the carb amount was entered one digit at at time to the total amount, the use sensor button was pressed to load a glucose value, the next button was pressed to transition to the confirm bolus screen, and the confirm button was pressed to start bolus delivery. The log files for the 10 u bolus showed that the bolus button was pressed to open the bolus calculator, the total bolus amount was increased one digit at a time from 0 u to 10 u, the next button was pressed to transition to the confirm bolus screen, and the confirm button was pressed to begin delivery of the 10 u bolus. Evidence of interaction with the controller to program and start the boluses delivered on 22jun2026 was observed in the available log files. No evidence of an uncommanded bolus was observed in the available log files. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 4.0.2operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.